Manufacturer narrative:
No report of patient involvement. : unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) and the sensor interface board (sib) were replaced to resolve the reported issue.

Event description:
The hospital reported a fault in the ventilator with an error message of no data. There was no report of patient involvement.